Event description:
It was reported that the burr was detached. The 90% stenosed target lesion was located in the non tortuous and moderately calcified popliteal artery. A 2.00mm peripheral rotalink plus was selected for use. During the procedure, it was noted that the burr hit the lesion but would not advance. Upon removal of catheter, the burr was not seen and ended up being stuck in the hub of the sheath. The procedure was completed with a non-boston scientific device. There were no patient complications.